Event description:
It was reported the patient attempted to give themselves bolus and got the splash screen. It was noted the personal therapy manager (ptm) battery level said half full and the patient was using heavy duty batteries. The ptm was replaced with regular alkaline batteries. It was noted the patient received a lock out of three hours and twenty nine minutes; it was noted the pump was just updated and the lockout coincided. It was also reported the patient¿s refill date was now correct and the issue was resolved.

Manufacturer narrative:
Concomitant products: product ID 8835, lot # unknown, product type programmer, patient; product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8835, lot # unknown, product type programmer, patient. (B)(4).